Manufacturer narrative:
Concomitant medical products: fr995-25 tissue valve, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited variable thresholds and possible loss of capture. The lead remains in use. No further patient complications have been reported as a result of this event.